Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient reported to the emergency department as the implantable cardioverter defibrillator (ICD) was eliciting beeping tones. Upon device follow-up, the tones were suspected to be related to a single high out of range impedance measurement. The patient was referred to the implanting facility for further follow-up. The local area sales representative was contacted for additional information. Isometric maneuvers were performed, however, at the time of the appointment, impedance was in range. X-ray wasn't performed. Device remaining service. No adverse patient effects were reported.